Event description:
A caller reported an issue where their insulin pump's displayed fill estimate was different from what was expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, which showed a discrepancy greater than 30 units between the displayed and expected values. To address the issue, the customer was guided through the process of filling and loading a new cartridge, but the discrepancy persisted. Technical support determined no issues with the cartridge fill process, decided to replace the original cartridge, and planned to provide a replacement pump and cartridges. The issue was resolved.